Event description:
It was reported that in (B) (6) 2006, the pt's hcp was mixing lioresal with morphine, "without him knowing". Per the reporter, the hcp "maxed out capacity of pump" and that the pt experienced more pain when the pump was "maxed out". It was indicated that there was a "mass at the tip of catheter" at that time. The pt changed to a new hcp in (B) (6) 2006. The medication in the pump was switched to dilaudid and the dose was reduced. The pt was getting relief and was at home at the time of the report.

Manufacturer narrative:
(B) (4).